Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The sl-10 microcatheter was not returned. Located 51.5 cm off the proximal end is a severe kink on the hypotube. The coil was returned protruding out of both ends of the resheathing tool. After removal from the resheathing tool, the coil was found to be undamaged. The coil's socket ring is located off to the side and down under the pet. A moderate amount of contrast has adhered to the inside the distal tip of the dpu and the proximal end of the coil. A copious amount of contrast was found adhering to the outside and inside the coil. A moderate amount of contrast was found adhering to the resheathing tool. Located on the top proximal end of the resheathing tool, the v notch and the distal edge leading away from the v notch have been damaged. The material around the damaged edge has been raised above the surface plane. Located at the locking mechanism, the sheath's material has been stretched away from the surface. For testing purposes the kink on the hypotube was reduced and the unit was back loaded into the introducer sheath. Using an in-house sl-10 microcatheter, the returned undamaged coil was introduced multiple times with no problems encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no resistance encountered. At no time during testing did the coil become stuck inside the microcatheter. The coil was returned undamaged and was advanced through an in-house sl-10 microcatheter with no problems encountered. Multiple contributing factors were found that may be related to the complaint. The most likely contributing factor was the copious amount of contrast found adhering to the coil. The evidence points to the probability of a blockage at the distal tip of the microcatheter due to excessive concentration of contrast. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿a second less likely contributing factor was the locking mechanism and other sections of the sheath catching the v notch of the resheathing tool. In this condition; the sheath and the device positioning unit (dpu) with the attached coil may bind up. This will cause significant resistance and can stop the coil from advancing. For optimum product performance and to prevent potential complications; the IFU recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ a third contributing factor may have been the sl-10 microcatheter used during the complaint event. However; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil got stuck at the tip of the excelsior sl-10 microcatheter during advancement. After this coil; one codman coil (different size) was used and it had no problem.